Event description:
Initial reporter indicated that their vns pt had high lead impedance on their system test. No fall or injury, manipulation of the vns reported preceding event. It was recommended to program the vns off. At this time, no surgical plans have been made. X-ray review showed on the views available that it is possible the pin is not fully inserted into the header of the generator. This cannot be confirmed unless the pt has surgery.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Based on the x-ray views available, it is possible the lead pin is not fully inserted, but not confirmed at this time.